Event description:
It was reported that the device was used during an open gastrectomy, the jaws of the instrument were unwound, no staples had deployed along the full length of the jaws. Staples did not deploy. There was no reported pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.